Manufacturer narrative:
The device was inspected and tested on 12th march 2018. Results were: slight torque screw pin pressure deviation (too low). We suspect wrong cleaning as root cause of the pin pressure deviation. As the devise was out of specification we could not exclude that the devise has contributed to the reported event. However the deviation was very slightly at two of four measuring points, which makes it unlikely that this deviation has contributed to th event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service received rdl skull clamp on 12th may 2018. Distributor stated: "the carbon fiber skull clamp had a pin on the clamping mech that has slipped."